Event description:
Male patient under the care of transplant team, status post kidney transplant. Patient discharged home with jp drain and foley catheter. Patient returned for post-operative visit #2 in transplant clinic for removal of jp drain. Transplant nurse practitioner performed post-op examination and proceeded with removal of drain. While removing drain, drain snapped causing jp drain tubing to break off leaving portion of tubing in patient. Attending transplant physician called in to assess the patient and determined that surgery would be necessary to remove retained tubing. Patient admitted to hospital and surgery scheduled to remove foreign object.